Manufacturer narrative:
The reported events of failure to capture and difficulty to remove were not confirmed. The device was above elective replacement indicator (eri) voltage level upon receipt. Analysis of the header and setscrews revealed no anomalies. Further analysis performed, including thermal and mechanical stressing of the device, indicated that the pacer exhibited normal device characteristics. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that during the implant procedure after the right ventricular lead was connected to the device, loss of capture was observed. Additionally, the set screw was difficult to remove from the device while disconnecting the lead. The lead was tested on a pacing system analyzer and no anomalies were observed. The device was explanted and replaced to resolve the event. The patient was in stable condition.